Event description:
It was reported the fiberscope light does not reach the lower end. The issue occurred during the procedure. The procedure was completed with a similar set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d9, h6, and h11 were updated. Based on the results of the investigation, there was corrosion and chemical remains in the mouth guard piece for endoscopy. However, the definitive root cause of the remains and corrosion could not be determined. Olympus will continue to monitor field performance for this device. The instruction manual identifies verbiage which may have detected and prevented the phenomenon in ¿oes cystonephrofiberscope olympus cyf-5 reprocessing manual.¿ olympus will continue to monitor field performance for this device.